Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc231650e0. Model: sc-2316-50e. Serial: (B)(4). Batch: 7153608.

Event description:
It was reported that immediately following the patient's spinal cord stimulation (scs) trial procedure, the patient experienced back and abdominal pain. Three hours after the trial procedure, the patient experienced paralysis from the waist down. The patient was administered intravenous (IV) toradol. The physician assessed that the patient continued to take aspirin prior to the trial period. The leads were discarded following their explant to decompress the hematoma in the patient's ninth thoracic vertebra. The patient remains hospitalized.